Event description:
It was reported that patient underwent a custom left total shoulder arthroplasty on (B)(6) 2014. During the procedure, the taper adaptor would not fit with the custom glenoid component. A mini taper adaptor was used to complete the procedure. A subsequent product evaluation discovered that the custom glenoid component was manufactured with the incorrect taper bore.

Manufacturer narrative:
Examination of the print in the case file, device history record, and dimensions recorded in the dimensional record found evidence of product non-conformance. Corrective actions have been initiated to address the reported issue.